Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a 76mm abdominal aortic aneurysm.the treatment was successful without any endoleaks. On the left ipsilateral, esbf2514c103ej ((B)(4)) and etlw1620c124ej ((B)(4)) were implanted . Then the right contralateral etlw1624c124ej ((B)(4)) was implanted and a bilateral common iliac artery landing was performed. It was reported on that approximately 2 years post implant that the patient was complaining of abdominal pain consistent with an imminent rupture. A contrast enhanced CT performed showed there was a ib endoleak caused by the right limb etlw1624c124ej which had fell into the aneurysm. On the same day, for the purpose of the above type 1b endoleak treatment, a temporary evar was performed with the policy of the additional deployment of an endurant limb from the existing main body bifurcation to the right external iliac artery after the coil embolization for the right iia. In considering that the diameter of the right eia and right cfa are 6-7 mm, etlw1616c93ej ((B)(4)) and etlw1610c124ej ((B)(4)) was deployed over the sentrant 14fr sheath. Four stents landed on the eia,and it was confirmed that type 1b endoleak had disappeared. Since the diameter of eia was as thin as 6-7 mm, the contrast enhancement CT was performed even though the stiff wire was removed. Since a good flow was confirmed, the additional deployment of a bare metal stent in the eia was not performed. In addition, since the left etlw1620c124ej, which seems not to be directly related to this imminent rupture, still had a normal blood vessel of about 18 mm left until the left iia branch, and there was room for extension of cia landing, etlw1620c124ej ((B)(4)) was additionally deployed, and the landing length was extended to the periphery by about 10 mm for the purpose of preventing type 1b endoleak in the future. Since the diameter of the left eia was also as thin as 6-7 mm, and the bending was also observed, the physician judged that the sentrant 16fr was not used, and the additional deployment of etlw1620c124ej was attempted to be delivered without a sheath. However, when the stiff wire passed through the eia, the eia became an accordion shape to lose the eia blood flow. Though the delivery of etlw1620c124ej was once stopped to find a way to resolve the accordion shape problem, it was not found. Finally, etlw1620c124ej was carefully inserted without a sheath as originally planned, and it could pass through the accordion-shaped eia section without resistance to deploy it successfuly. The sentrant 14fr used on the right sidewas inserted to confirm the presence or absence of access damage with using injector contrast CT, but there was no problem to complete the procedure. As per the physician the cause of the event was patient vessel morphology. It was said there was loss of sealing of existing etlw162 4c124ej due to expansion of right common iliac artery diameter and accompanying type 1b endoleak no additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported type ib endoleak was confirmed on the films provided; however, the exact cause could not be fully determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak source/cause. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is likely that disease progression including the reported rcia expansion over the duration of implant was a factor in the observed endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.